Event description:
Event description guidant received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) the coronary sinus was perforated while advancing the guidewire through the guide catheter. The patient became bradycardic, and was paced with the right ventricular lead and the device. All other vital signs remained stable. The procedure was stopped. The bleeding appeared to have stopped per the repeat echo. The patient will have a lv epicardial lead placed when stable. Defibrillation testing was completed prior to the perforation.